Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the tip of the guide wire was introduced into the copilot. While connecting the copilot to the guiding catheter the guide wire broke into two pieces approx 25cm from the distal end. A new bmw guide wire was used to complete the procedure. No add'l event or pt info is available.